Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported the command guide wire delaminated during use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Damage to the polymer jacket is consistent with the jacket getting caught or torn during use. In this case, the wire was delivered, but when pulling the wire back it became stuck, which indicated the polymer jacket may have been damaged during delivery or was damaged due to interference between the wire od and the catheter ID; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the command guide wire delaminated during use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.